Event description:
It was reported that the user experienced hypoglycemia with a reported blood glucose of 68 mg/dl after being at church all day with minimal food intake, and the agent advised treatment with oral glucose, after which blood glucose began to rise; troubleshooting was provided. Investigation included review of user-reported blood glucose and event circumstances. Further investigation of this case revealed contributory factors consistent with missed or reduced carbohydrate intake. No clinical symptoms associated with low blood glucose reported. Outcomes included the need for oral carbohydrate treatment and self-monitoring, with no hospitalization reported. It was concluded that the event was consistent with hypoglycemia with an unclear device-related cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.